Event description:
It was reported that implant was removed due to fractured implant platform. Symptoms / patient impact: inflammation; pain. Implant was removed and bone graft with membrane placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.